Manufacturer narrative:
The pod was received still in it's original packaging with an unidentified black substance within confirming the user reported event. No cracks or defects were observed on the packaging. The pod was received not deployed with the pink slide insert not visible through the top housing window and the needle cap still attached. The black substance was observed on the adhesive liner, adhesive pad and top housing. Cracks were observed on the top housing and bottom housing. Inspection of the device after the top and bottom housing were removed revealed the black substance was throughout the entirety of the pod and that the the top battery was swollen and burst/cracked open at the seam of its can. The black substance was identified as expelled material from the burst battery event. The burst battery event cannot conclusively be confirmed as the cause of the observed cracks on the top and bottom housings. The pcb was observed to be bent above the swollen battery. Battery swelling was confirmed as the cause of this bend. The device's batteries were sent for investigation. The external investigation results report concludes that this defective battery failure is consistent with similar failures in which an external short or external crushing caused a rapid discharge of the battery leading to a burst. It could not conclusively be determined if and how an external short or external crushing occurred, therefore, the exact cause of the observed defective battery burst event and resulting damage and contaminants could not conclusively be determined.

Event description:
Upon device investigation it was discovered a battery event occurred with the pod. The patient had previously reported when they opened a new box of pods, there was one pod in the box that had a black color.